Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. Data was provided for evaluation. The reported event of a loss of connection was not confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. Performed share log review and results did not show transmitter loss of connection on issue date. The reported event of loss of connection was not confirmed.. A root cause could not be determined.